Manufacturer narrative:
The device was received with missing display window/cover, cracked battery tube and battery tube threads-cracked. The device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons were sticking. Customer¿s blood glucose was unknown at the time of incident. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated that the center and right button was unresponsive. Customer states the pump was neither dropped nor exposed to moisture. The insulin pump will be returned for analysis.